Event description:
Customer called because the screw that holds the driver arms came out. It was stated that customer had attempted to adjust the spring clip as was done in the past so the driver block would slide freely without resistance. This time the arms came of with the screw they were attached to. No extreme force was used.